Event description:
It was reported by a pharmacist that an intermate sv2 ruptured at the end of the filling stage. The intermate was filling with a non-baxter solution. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the ruptured bladder could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. During visual inspection of the returned sample a ruptured bladder was found. The bladder was microscopically examined for the abnormalities that may have potentially contributed to the rupture. Markings on the interior surface of the bladder near the rupture line were observed, which indicates an internal damage. Should additional relevant information become available, a supplemental report will be submitted.